Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the liver and kidney failure existed prior to device implant. Device therapy did not contribute to liver and kidney failure.

Manufacturer narrative:
Section d4: device serial number requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure (mof) including liver and kidney. The outcome was not device or therapy related and was due to the mof.